Event description:
A report was received that the pt was having difficulty keeping her ipg charged. After a database analysis. It was determined that the battery was depleting prematurely. The pt will undergo a revision surgery to replace the ipg.